Event description:
A physician reported that, following the intraocular lens (iol) implant procedure, the patient developed irvine-gass syndrome as an adverse event 1 week after surgery. Hence did not continue with pre-specified controls. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).